Event description:
Pfc trumatch - posterior femural cuts were significantly different to those on plan. Plf was supposed to be 8.5mm, acutual was 5mm. Pmf was supposed to be 11.5mm, actual was 9.5mm. Insert plan was for 10mm, actual was 8mm and knee was still tight inflection. Pfc trumatch - product code: 420863 and lot no: 044xu.

Manufacturer narrative:
Examination of the submitted instrument did not reveal any manufacturing defects or damage. A device history record review was performed and no discrepancies were discovered during this review and no nonconformance's were associated with this lot. The proposal was designed within trumatch specifications. The femur block was designed within trumatch specifications. A block and bone model was created and the block fit as intended. The investigation could not draw any conclusions about the root cause of the reported concern. No evidence was found suggesting product error was a contributing factor and the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device associated with the reported event was not returned. A device history record review was performed and no discrepancies were discovered during this review and no nonconformance's were associated with this lot. The proposal was designed within trumatch specifications. The femur block was designed within trumatch specifications. A block and bone models were created and the block as intended. The investigation could not draw any conclusions about the root cause of the reported concern. No evidence was found suggesting product error was a contributing factor and the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.